Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after tka a revision surgery was performed due to unknown reasons, the gen ii ps ((B)(4)), gen ii baseplate ((B)(4)) and ps insert ((B)(4)) were explanted. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported that a revision surgery was performed due to unknown reasons. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. A review of risk management files and the instructions for use cannot be performed with accuracy as the reason for reported failure was unknown. Therefore no root cause can be determined at this time. Without the patient medical records available and no reported device failure, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.case-2020-00030607-1